Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited chronic high thresholds since shortly after device implant. The physician stated the lead may be ¿misplaced¿ and they are aware of this. The lead remains in use. No patient complications have been reported as a result of this event.